Manufacturer narrative:
Additional conclusion: the actual sample was returned for evaluation. Visual examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package inserts (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic-assisted colectomy procedure on (B)(6) 2016 and suture was used. During suturing under the skin, the tip of the needle was broken. The re-operation was performed under a local anesthetic at the same day as the initial procedure and subcutaneous tissue including the tip of needle was excised. CT was taken to check the excised subcutaneous tissue and it was confirmed that the tip of needle remained in it. The patient had been well and was discharged from the hospital. The surgeon opined that the needle was broken too easily. Additional information has been requested.